Event description:
During follow-up, there was no capture on the atrial channel due to lead dislodgement. The lead was unable to be replaced as the helix would no longer retract, and was therefore explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended. Visual examination found damage consistent with that occurring at the time of the explant procedure. Mechanical inspection found the inner coil inside the connector region over torqued consistent with reposition procedure. After cleaning, the helix could be fully extended and retracted from the connector pin. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures; due to the over torqued inner coil inside the connector region the lead failed the hi-pot test. The report of the inability of the helix to retract was confirmed, which was due to the over-torqued inner coil inside the connector region the lead. The field report of loss of capture was not confirmed.